Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2120, awareness date 29-oct-2015) it refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Additional information received on 19-nov-2015. The consumer reported she suffered severe unrelenting pelvic pain after surgery. At first she thought it was surgical pain and then perhaps that something went wrong with the surgery; trying to figure out what was going on she went to doctor visits, tests, cat scans, etc. And finally, they decided to remove her fallopian tubes. However, due to her history of prior pelvic pain and pelvic surgeries this would be complicated. After six months of horrible pain they finally got everything in place and approved for surgery, her tubes were removed and the intense pain that began immediately following essure procedure has improved. She stated never once did anyone mention that essure was not appropriate for someone with a history of pelvic pain. Product technical complaint (ptc) investigation result received on 19-nov-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who was had severe unrelenting pelvic pain since essure (fallopian tube occlusion insert) insertion. She was submitted to a salpingectomy approximately 6 months after device placement and improved from her pain. This event is listed according to the reference safety information for essure. After essure insertion pelvic pain may occur. In this particular case, consumer had a previous history of pelvic pain and pelvic surgeries; which could be alternative explanations for her pain. However, as the temporal relationship between event onset and essure insertion was positive and since there was an improvement in consumer's pain after device removal; a contributory role of the suspect device cannot be totally ruled out. Based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.